Event description:
It was reported that the battery of subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this s-ICD was explanted and a new s-ICD of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact code. This supplemental report was created to capture additional information.